Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
The customer reported that the scissors were apparently dull. Allegedly, the user used them only a couple of times.